Manufacturer narrative:
The technician found the brake block was cracked and the brake/steer caster worn. The technician replaced the brake block and brake/steer caster to repair the bed.

Event description:
Info received indicates the brake is not holding.